Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge. The root cause could not be identified by the investigation. It may be related to a failure to follow the dfu. The handpiece used is qualified for used with the cartridge, but not for this lens/cartridge combination. Add'l info has been requested. (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the lens popped out suddenly and a posterior capsule tear occurred. The lens was removed and replaced during the same surgical procedure. An anterior vitrectomy was also performed. The handpiece used with this cartridge is not approved for this lens/cartridge combination. Add'l info has been requested.